Event description:
Our affiliate is reporting that a patient underwent an arthroscopic shoulder repair sometime in 2006 at which time a portion of the inserter tip had broken away into the deployed anchor fixation device and remained therein. Recently, several years post-operatively, it was somehow for some reason discerned that the fragment had migrated out of the anchor and into the joint space. A 1 hour re-surgery was performed in 2008, and the fragment was retrieved from the patient's body. At this point in time this is all of the information that has been made available to mitek.

Manufacturer narrative:
Mitek is at this point in time in the investigative mode. When the results of our evaluation are concluded they will be the subject matter of the follow-up report.